Event description:
A hospital in texas reported via fisher & paykel healthcare (f&p) field representative that the tubings of five nasal cannulas were found "torn". There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Information for d4 : lot / batch # 2100668448, 2100705986, 2100654880, 2100677194, 2100694459. The opt944 nasal cannula is used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint cannula was not received at fisher & paykel healthcare for evaluation. Our investigation is thus based on the information provided by the customer and our knowledge of the product. Results: the customer stated that the complaint opt944 cannulae had developed tears along the tubing. It was also reported that the patient was receiving nebulized flolan (epoprostenol) through the cannulae tubing. Conclusion: the tears in the tubing were most likely caused by degradation due to hydrolysis caused by the nebulized drug flolan (epoprostenol). The user instructions which accompany the opt944 nasal cannula state that the interface is intended to be used "for delivery of humidified respiratory gases." And includes the following cautions/warnings: appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. Do not crush or stretch tube, to prevent loss of therapy. Failure to use the set-up described above can compromise performance and affect patient safety.

Manufacturer narrative:
(B)(4). Lot / batch # 2100668448, 2100705986, 2100654880, 2100677194, 2100694459. We are currently in the process of retrieving further information from the hospital. We will provide a final report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via fisher & paykel healthcare (f&p) field representative that the tubings of five nasal cannulas were found "torn". There were no reported patient consequences.